Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced deflation issues. No patient complications were reported. A revision surgery has been scheduled.